Event description:
A report was received that the patient will undergo a ipg replacement surgery due to charging difficulty.

Manufacturer narrative:
The patient underwent an ipg replacement procedure and is doing well. The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the explanted ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the pt will undergo an ipg replacement surgery due to charging difficulty.